Event description:
An affiliate reported that a 3.0 x 23mm, a 2.75 x 18mm, and a 2.75 x 13mm cypher select hub were cracked during use on a patient. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
This is one of three products involved with this event in which associated manufacturer report numbers 9616099-2009-00809 and 9616099-2009-00810. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.